Event description:
It was learned through medical records that a patient with a 29mm 6900ptfx mitral valve underwent two pvl closures after an implant duration of 15 years. The procedures were performed in (B)(6) of 2022.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.